Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports (same failure, different patients). Other mfg report number: 3013886523-2025-00131. A facility reported that after implantation of a certas valve and after connecting the distal and peritoneal catheters, the surgeon was unable to get a flow to confirm the function of the valve. The procedure was completed with a replacement product available. No patient injury reported, however, and the event led to 30 minutes surgical delay.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (828804pl) was returned for evaluation. Device history record (DHR) - review of the history device records for the valve, product code 82-8804pl with lot 7508370 conformed to specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 5. The valve was visually inspected; the valve was very dirty, biological debris and blood were noted inside the housing. The valve was not tested for programming and pressure. The valve failed the test for occlusion. The valve passed the test for leak and reflux. Root cause - the root cause for issue reported by the customer is due to biological debris and protein build up interfering with the valve, at the time of investigation biological debris were noted.